Manufacturer narrative:
The device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub, therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history/alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
The event involved a plum 360 pump where it was reported during infusion on a patient the pump stopped mid infusion. The reporter states that the pump failed on a patient while operating in ac (alternate current) mode, the pump shut off and cleared medication information without any alarm. There was a slight delay in therapy, however, was able to resume almost immediately. There was patient involvement but no medical interventions required and no harm as result of the issue.